Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the right ventricular (rv) lead was experiencing low r-wave amplitude signal, as well as over-sensing noise leading to pacing inhibition. The rv lead was capped and replaced with alternate rv lead on (B)(6) 2022. The patient's condition was stable.